Manufacturer narrative:
A ge representative evaluated the system and cleaned and re-greased the high voltage connectors. System operates as intended. (B)(4).

Event description:
The customer reported the system is displaying a filament error message and has crashed twice. No pt injury was reported.